Event description:
It was reported that the device was unable to be interrogated via telemetry wand while the rf antenna was connected. Device interrogation was successful without the rf antenna. There were no adverse consequences to the patient. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.